Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-may-2021, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-jun-26 regarding a patient receiving dilaudid (0.5mg/ml at 0.025mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient was complaining of withdrawal like symptoms starting at 10pm on (B)(6) 2019. The hcp attempted to perform a dye study and found the contrast was showing up in the spine pocket near/around the anchor. A catheter revision was scheduled for (B)(6) 2019 and the issue was considered resolved. Regarding environmental, external, or patient factors that may have led or contributed to the issue, the patient denied trauma or going against their physical restrictions. The patient's status was alive - no injury. No further complications were reported or anticipated.